Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced missing high/low glucose alarms with the reported application. Per the compatibility guide, use of the motorola edge 30 is incompatible with the reported application software version 3.6.4. This guide is available to the user on the websites where the product is launched. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatible application issue was reported with the abbott diabetes care (adc) in use with a motorola edge 30, android operating system version 14, and application version 3.6.4. The customer therefore had not received high/low glucose alarms via their application and experienced sweating and light headedness. The customer was unable to self-treat and was given juice by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.